Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 36 and 48 hours on their leg. As treatment, a new pod was applied. The device was originally reported for allegedly not delivering insulin properly.